Event description:
A total knee arthroplasty was revised because of reported pain. During the procedure it was noted the femoral stem extension screw had disassociated from the femoral component. Screw was removed and polythylene tibial insert was replaced without incident.